Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that a communication error message occurred. No other details regarding the nature of the event were provided. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Device not returned.